Event description:
It was reported that during an intervention procedure, withdrawal resistance occurred. The runway guide catheter was advanced to the severely tortuous iliac artery and the physician attempted to torque the device but was unable to. A camera was inserted into the sheath and it was noted that the guide catheter was kinked and looked like it was in a knot. When the physician attempted to remove the device, he experienced withdrawal resistance and the device was removed with the sheath as a system. The procedure was postponed as the physician had to remove the sheath from the patient. Pressure was held on the groin and the procedure was ended. The patient's current condition was listed as "okay" and the procedure was rescheduled.